Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in an off label area in the bridge of the nose with juvéderm® ultra plus. That day, patient also tanned in a tanning bed; the following day, they took a flight and ¿the area was red and scabbing over.¿ patient was treated with a course of doxycycline and stated "it is much better and does not seem to be getting worse." It was reported, ¿there is now pus, just a red scab.¿